Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to charge time (CT). There were no allegations against the device. Technical services (ts) discussed the midlife display of replacement indicators advisory and this device could be exhibiting the advisory behavior if eol was reached due to CT. The device was subsequently explanted, replaced and will be returned for analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.